Event description:
Ball of cotton stuck inside vagina [foreign body in reproductive tract]. Smell down there- vagina [vaginal odour]. Ball of cotton with blood came out of my vagina....stuck inside for like a week [device breakage]. Case narrative: consumer reported via phone that a ball of cotton came out of her vagina that had been stuck inside. No serious injury was reported.

Event description:
Ball of cotton stuck inside vagina [foreign body in reproductive tract]. Smell down there- vagina [vaginal odour]. Ball of cotton with blood came out of my vagina....stuck inside for like a week [device breakage]. Case narrative: consumer reported via phone that a ball of cotton came out of her vagina that had been stuck inside. No serious injury was reported.